Event description:
It was reported that during induction testing, the device failed to rescue and external defibrillation was used. The device went into a hardware backup mode with no high voltage therapy. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.